Manufacturer narrative:
Device history report (DHR) review for 70cc tah-t, lot# 130347 was performed and no anomalies were found and all manufacturing was performed to specifications. Upon examination of the right cannula piece, it was noted that the cannula piece had a tear near the distal end of the cpc connector barb. The tear was circumferential where it spanned approximately 25% around the circumference of the cannula. The root cause of the patient-reported issue of a leak in the cannula is due to a tear. This tear is likely the crack seen and reported by the customer. The root cause of the tear is most likely caused by increased stresses which could lead to material degradation. Cannula tears are a known issue that is currently being addressed via a corrective and preventive CAPA for cannula tears. No adverse impact to patient reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per the hospital staff, patient called mcs coordinator reporting not feeling well, could hear and feel air hissing from red cannula of tah. Patients wife successfully taped the red cannula. Patient brought into clinic, crack on red cannula end of cpc connector. Cannula was cut proximal to crack and patient changed onto new freedom driver. In order to facilitate an easier transition to the repaired cannula, the hospital staff determined switching the patient to a backup driver would be quicker and easier. The cut segment of cannula that was removed during the repair was returned with the initial freedom driver, however, no complaint was made against the driver for this complaint. The freedom driver had functioned as intended. No issues with the cpc connector were reported, the changeout went smoothly without any adverse impact to patient. Crack was reported to be on the patient end of the cannula. No adverse impact to patient reported.

Event description:
Per the hospital staff, patient called mcs coordinator reporting not feeling well, could hear and feel air hissing from red cannula of tah. Patients wife successfully taped the red cannula. Patient brought into clinic, crack on red cannula end of cpc connector. Cannula was cut proximal to crack and patient changed onto new freedom driver. In order to facilitate an easier transition to the repaired cannula, the hospital staff determined switching the patient to a backup driver would be quicker and easier. The cut segment of cannula that was removed during the repair was returned with the initial freedom driver, however, no complaint was made against the driver for this complaint. The freedom driver had functioned as intended. No issues with the cpc connector were reported, the changeout went smoothly without any adverse impact to patient. Crack was reported to be on the patient end of the cannula. No adverse impact to patient reported.